Manufacturer narrative:
Date rec¿d by MFR : 08may2019. The manufacturer's field service engineer (fse) confirmed the reported issue. Fse tried to calibrate the touchscreen and it failed . The manufacturer's field service engineer (fse) replaced the defective touchscreen and calibrated the unit to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23april2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported touch screen failure. Touch screen calibration was attempted but the calibration will not pass. The device was not in use at the time of the reported event; therefore, there was no patient involvement. Event date not specified, estimate used.

Manufacturer narrative:
Date rec¿d by MFR : 23jul2019, date of report : 25jul2019. The manufacturer's field service engineer (fse) confirmed the reported issue. The fse tried to calibrate the touchscreen and it failed. The fse replaced the defective touchscreen and calibrated the unit to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.